Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t handle would not release to the baseplate. It cold welded itself to the baseplate implant. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the threads at the end of the instrument are damaged making it very difficult to remove an implant or even place them.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the event occurred with the inhance t handle baseplate inserter. During implantation of the inhance baseplate - the t handle would not release to the baseplate. It cold welded itself to the baseplate implant. The baseplate had to be removed from the patient in order to the the t handle off baseplate. No harm was done to the patient. The threads on the t handle inserter are damaged and should not be used in further surgery and the instrument should be replaced. It is recommended that the t handle be redesigned. There was no surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample cannot confirmed the reported jammed and unable to disassemble allegation since only the baseplate inserter rod was received for evaluation. Additionally, no damage or defects. Were observed on the threaded tip. The overall complaint was unconfirmed as the observed condition of the baseplate inserter rod would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.